Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they were seeing an intermittent localizer not connected message while setting up for a demo. The camera had a green and amber light. The ethernet cable going into the back of the camera was covered in electrical tape. The representative confirmed that poe had a green light on top. Reseated ethernet cable going into the poe and o-ring. There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The camera ethernet cable kit was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: cable 9735843 camera ethernet kit s8 svc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.